Manufacturer narrative:
(B)(4).

Event description:
It was reported that high threshold and low sensing were observed. X-ray showed lead dislodgement. The patient was noted to have rubbed the implant site frequently. The physician attempted to retract the helix but was unsuccessful. The lead was capped and replaced on (B)(6) 2016. The patient was stable following the procedure.